Event description:
The sales representative reported on behalf of the customer that the device, plpul2020, ultra surgical smoke evacuation pencil, was being used during a total knee procedure on (B)(6) 2024 when it was reported, ¿smoke pencil plastic encapsulation tip broke during the case. Shards ended up in patient. All removed.". There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed with an alternate device causing a 10-minute delay. The patient received additional washings. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
Correction: d4 lot number has been updated from 20240446 to wm20240446. Manufacturer narrative: the device has not been returned to date and no photographic evidence has been provided; therefore, the reported event cannot be verified. A device history review (DHR) was requested from the manufacturer, and no indication of abnormalities was communicated. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 19 complaints, regarding 24 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised if necessary to remove blade: unplug the pencil. Ensure that cam is in the lock position. Use a surgical clamp and pull blade forward. Replace with blade of choice. Confirm that blade is completely inserted and secure before activating pencil. Never force the blade into the pencil. Caution: we do not recommend re-using the original blade after it has been removed. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, plpul2020, ultra surgical smoke evacuation pencil, was being used during a total knee procedure on (B)(6) 2024 when it was reported, ¿smoke pencil plastic encapsulation tip broke during the case. Shards ended up in patient. All removed.". There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed with an alternate device causing a 10-minute delay. The patient received additional washings. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.